Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted into another valve of the same model size to resolve an observance of paravalvular leak. Following the implant of the valves, the patient exhibited complete heart block, which was treated with implant of a permanent pacemaker. It also was reported there was difficulty releasing this valve from its delivery catheter system (dcs). Separate reports have been filed on the first valve and the dcs used with this valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The date of this report and date received by manufacturer are corrected as indicated on this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).